Manufacturer narrative:
The field reports of abrasion, deformed insulation and presence of blood under the insulation were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies or presence of blood on the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
(B)(4).

Event description:
During implant, it was noted that the lead insulation was deformed and blood was present. The lead was then explanted and replaced. The patient is doing well.